Manufacturer narrative:
(B)(4).

Event description:
It was reported that aspiration was lost. An avx® thrombectomy set was selected for a thrombectomy procedure in an av fistula. Immediately after starting aspiration, the bulb was leaking severely and the system alarmed. The procedure was completed with a different device. No patient complications were reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an avx thrombectomy system. With visual examination, there was no damage or irregularity in the catheter or the male connector with female luer. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. An avx thrombectomy set was selected for a thrombectomy procedure in an av fistula. Immediately after starting aspiration, the bulb was leaking severely and the system alarmed. The procedure was completed with a different device. No patient complications were reported and the patient was fine post procedure.